Manufacturer narrative:
H11: corrected data: corrected section h6 (results code).

Event description:
Edwards received notification that this patient with a 33mm 7000tfx mitral valve underwent a valve-in-valve procedure after an implant duration of 13 years and seven (7) months due to bioprosthesis degeneration leading to severe regurgitation. This patient had many comorbidities. A 29mm sapien 3 valve was implanted within the surgical edwards valve through transseptal access with good outcome. As per medical opinion, this mitral valve did not fail prematurely in this patient.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections b5, e1 (initial reporter name), f10. H11: corrected data: corrected section e3, h10 (additional manufacturer narrative). Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. The root cause of this event cannot be conclusively determined with the available information. However, the regurgitation in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with structural valve deterioration. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The root cause of this event cannot be conclusively determined with the available information. However, this event is most likely impacted by the progression of the patient¿s underlying valvular disease pathology with structural valve deterioration. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this patient with a 33mm 7000tfx mitral valve underwent a valve-in-valve procedure after an implant duration of 13 years and seven (7) months due to degeneration. A 29mm sapien3 valve was implanted within the surgical edwards valve. No other details were provided.